Event description:
It was reported that the pt stopped feeling stimulation approximately 2 years ago. The device was removed and replaced by a new device.

Manufacturer narrative:
Evaluation results: the complaint was confirmed. The ipg voltage was low. Setscrew for the lower septum was completely unscrewed and the timing of the occurrence could not be determined. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.